Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The surgeon reported that the patient's recurrent hernia "almost certainly has nothing to do with mesh" and it may not be possible or advisable to explant the bard mesh, but he will be evaluating during surgery. No further information was provided however the surgeon instructed the patient to contact a davol representative, which did not occur. The surgeon reported the patient developed a recurrence which is a known adverse event listed in the IFU. No product identifiers have been provided, therefore a manufacturing review is not possible. Additionally, it is unknown if the mesh was explanted. Without additional information, no conclusion can be drawn.

Event description:
The following was reported by a surgeon: ni/ni/ni: the patient underwent surgery for incisional ventral hernia repair with unspecified bard mesh. On (B)(6) 2011: the patient underwent surgery for recurrent ventral hernia with possible explant of unspecified bard mesh.